Manufacturer narrative:
Confirmation of migration cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. Lead migration while in vivo, as a result of a sudden event/trauma can also, cause internal wires to overstress and break. Lead c analysis found the lead was complete with no physical anomalies.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04784, 1627487-2023-04785. It was reported that the patients lead had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced. Therapy was restored post-op.